Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported after an unrelated surgery the ipg cannot connect with external devices. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates troubleshooting was able to resolve the issue. Therapy restored.